Event description:
It was reported that the infusion set was leaking at the headset, which resulted in an elevated blood glucose level of 300 mg/dl. The customer alleged that a leakage occured twice; once on (B)(6) 2023 and again on (B)(6) 2023.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.